Event description:
It was reported that patient underwent left total hip replacement surgery in 2008, during which she received a durom acetabular component. Post-op, patient reports she experienced pain, and revision surgery took place in 2009.